Manufacturer narrative:
A2: age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual examination observed tat the balloon was not folded indicating that the balloon was subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was observed 6mm distal from the proximal markerband. An examination of the balloon material and proxmal markerband identified no issues. All blades were fully bonded onto the balloon. No issues were noted on the tip section, markerband, shaft and hypotube. No other issues were identified.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm x 2.0cm x 50cm otw peripheral cutting balloon was selected for a vascular colostomy procedure. During the procedure, upon the third inflation, a leak was noted and the balloon could not expand. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.00mm x 2.0cm x 50cm otw peripheral cutting balloon was selected for a vascular colostomy procedure. During the procedure, upon the third inflation, a leak was noted and the balloon could not expand. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.